Manufacturer narrative:
The device used in treatment has not been returned and evaluated. Due to this we are unable to conduct an evaluation to establish a relationship between the fault reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous four years, failures reported are under constant review to monitor for adverse trends. However, it is deemed that no further action is necessary in relation to this complaint, which has now been closed and deemed as insufficient information to determine a root cause. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. It is possible in certain situations suction failure can also occur as a result of an insufficient seal on the dressing. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pump was not sucking down and that exudate was not going into the canister. The pump was taken off and replaced with kci vac. The feedback was that when the dresssing was taken down there was exudate sitting ontop of the wound site and made it look 'boggy'.